Event description:
It was reported that the device was double-counting on t-waves, and the patient received inappropriate hv therapy as a result. The lead was explanted.

Manufacturer narrative:
No medwatch form was received.